Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the wrong reference engraved on the plate could be confirmed. The visual inspection of the returned plate showed the laser marking "430104" which indicates a 4 hole plate. The present plate is a 5 hole plate (ref# (B)(4)). According to the device history review the engraved lot# g01567 indicates a 5 hole plate ref# (B)(4). Based on investigation, the root cause of the wrong engraving was attributed to a manufacturing related issue. No complaint regarding this device involving a patient harm for the reported failure has been reported up to now. As per nc 705456 compliance assessment the impact during surgery was considered to be negligible / low, if any.

Event description:
Cycle counting set received from (B)(6) branch and noticed item has wrong item number engraved on it. It is a 5-hole plate and should read 430105 but reads 430104 which is the correct item number for a 4-hole plate.

Event description:
Cycle counting set received from los angeles branch and noticed item has wrong item number engraved on it. It is a 5-hole plate and should read 430105 but reads 430104 which is the correct item number for a 4-hole plate.